Event description:
Customer reporting 1 false positive sars result. Customer had laryngitis and took the medication paxlovid. Customer states the results were confirmed negative by pcr.

Manufacturer narrative:
Updated information: updated b5 describe event or problem, relevant tests/lab data, other relevant history.

Event description:
Customer reporting 3 false positive sars results. Customer states they tested themselves due to an exposure to a known positive live-in family member. Customer states their results were confirmed negative by pcr and another brand rapid antigen test. Report 1 of 3 results

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: email.